Manufacturer narrative:
All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. After 40 days of support, the pump triggered placement signal issues. The pump was not removed. Support was continued, and no harm occurred to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The pump was not returned. The log shows that at the time of the placement signal not reliable alarm when placement signal is lost. The cause of the optical signal issue was most likely a damaged optical fiber line caused likely by a kink in the catheter.

Manufacturer narrative:
G3 ¿date received by manufacturer¿ corrected.